Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016 at 11:30am when she allegedly obtained a blood glucose reading of 30.5mmol/l at 12:10 compared to a hospital meter reading of 22.9mmol/l taken at 13:10. At 18:00 at result of 29.8mmol/l was obtained using the subject device compared to a result of 30mmol/l using an ambulance meter (accu check), and subsequently a reading of 30.9mmol/l obtained using the subject device was compared to a result of 23.0mmol/l using the ambulance meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient stated that she manages her diabetes using insulin (self-adjuster), and reportedly reduced her food/drink consumption in response to the alleged issue. The patient reportedly experienced symptoms of headache, very hot, sweaty, not feeling well and nauseous before the alleged issue began, and reportedly received hcp treatment at the emergency services of an additional 7 units of novorapid in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and that the test strips were stored correctly and not expired. An approved sample site was being used and the patient's testing technique was correct. The csr noted that the patient did not have any cs. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. Although the patient did develop signs or symptoms suggestive of serious injury, the allegation correlates with the high readings obtained, the symptoms and with the hcp treatment received. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.